Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient experienced pain and dizziness for several months and decrease in performance from last week. Pain feels stingy around implant and flows to pinna. In situ measurements on channels 2 and 3 increased within a week. Increasing charge elicits facial nerve stimulation (visible around jaw/lips). External parts were checked and found ok. The clinic decreased magnet strength although patient thought it was ok CT scan did not showed any anomalies. Clinic advised the patient not to wear the processor for several weeks.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted most likely due to device unrelated clinical reasons, namely pain at implant site, occasional dizziness and facial nerve stimulation (fns). These known postoperative undesired side effects could not be solved after reimplantation with a new device and are most likely due to the observed cochlear fibrosis, which represents a predisposing factor. Measurements performed whilst implanted and during device investigation are indicative of a functional device. This is a final report.

Event description:
Patient experienced pain and dizziness for several months and decrease in performance. Pain feels stingy around implant and flows to pinna. Increasing charge elicits facial nerve stimulation (visible around jaw/lips). Per latest information received, a lot of fibrosis was observed during explantation. After reimplantation with a new device, hearing results were reportedly not good and similar complaints started after a few months.